Event description:
During a transfemoral tavr procedure, the extra stiff wire had a curve that looped near the aortic valve. The wire was unable to be positioned where it would not interfere with the tavr and the wire was switched out for a super stiff wire. A 23mm sapien xt valve was prepared with nominal inflation volume, and successfully implanted in a 50:50 aortic/ventricular position. After the wire was removed from the left ventricle, the patient¿s blood pressure dropped, tee confirmed a large effusion and a pericardiocentesis was performed. Blood was removed without improvement of the effusion and CPR was required. Open heart repair was initiated. The surgeons believed that a wire perforated the ventricle and a tear was identified up into the left atrial appendage (laa) which was repaired with stitches and patches. Bleeding near the laa continued and was unable to be managed. The patient was taken off cpb, and expired on the table. The pericardial effusion was attributed to a perforation or laceration by the wire and the hematoma continued to tear up into the left atrial appendage as an anterior wall hematoma got bigger.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported, the pericardial effusion was attributed to a perforation or laceration by the wire and the left ventricular hematoma continued to tear up into the left atrial appendage as an anterior wall hematoma got bigger. The operators were unable to stop the bleeding and the patient expired. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.